Event description:
Information received indicates the head of the bed will not go up.

Manufacturer narrative:
The technician found a worn seal on the valve for head up. The technician replaced the valve guide tube for the head up to repair the bed.